Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified proximal left circumflex artery. A 2.00mm x 15mm emerge balloon catheter was advanced for dilatation. However, the balloon ruptured when inflated in the lesion area. The procedure was completed with a different device. No patient complications were reported.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified proximal left circumflex artery. A 2.00mm x 15mm emerge balloon catheter was advanced for dilatation. However, the balloon ruptured when inflated in the lesion area. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was contrast in the inflation lumen and balloon. The balloon was loosely folded. The device was soaked in a water bath for 18 days to loosen the blood and contrast in the device. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. No issues detected. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis did not confirm the reported balloon rupture.